Event description:
It was reported in a service report that the power cord plug was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord - power cord was missing a ground prong.